Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured and bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned implant revealed that there were signs of use and wear. The abutment was attached to the implant and could not be removed. The implant was not fracture. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the product experience report (per) was bruxism. The reported device was in tooth location 16 (fdi) and was used for approximately 1 years, 4 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j ¿ july 2021 1/8/2022. Information identified: 'contraindications' 'warnings' 'precautions' 'potential adverse events' DHR review: DHR review was completed for the subject lot number 2016102052. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2016102052 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental : functional : fracture' . Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, a device malfunction did not occur, and the reported event was unconfirmed. Additionally, bone loss is a patient condition and is non-verifiable with the all the available information provided.